Manufacturer narrative:
The reference (B)(6) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye a crack was observed in the lens optic. The rayone emv rao200e was explanted and exchanged during the initial surgery session. There was no harm/injury to the patient as a result of the event. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector, inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of "lens optic damage" and "trapped/torn lens optic during insertion". Additionally, the rayone hydrophilic acrylic iol use risk analysis identifies sharp edge instruments used during surgical procedure, incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd:yag operator error and cracked optic surface post injection due to dehydration of lens. Our review of production records for the rayone emv rao200e batch 033211930 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 033211930. There is insufficient evidence and information available to establish the cause of the cracked optic following implantation into the eye.

Event description:
On 1st august 2024, rayner received notification from a us healthcare facility of an event that occurred during use of a rayone emv rao200e. The event description provided states that immediately following implantation into the eye a crack was observed in the lens optic necessitating explantation.